Event description:
I just learned bard(the manufacturer c.r. Bard inc., a wholly owned subsidiary of bd (becton, dickinson, & company), has a recall on certain catheters. Bard magic 3 go 50814g catheters had a problem 2 1/2 years ago and they did not wish to announce a recall was necessary. I returned the bad catheters to bard and 6 months later all they reported was "possible internal or external damage". The catheters actually had a "burr" on the tip that caused bleeding when inserted. Case numbers from bard were (B)(4). Their quality control is actually liberator who sells product, not manufacturer. In august/september of 2021, several emails were sent to (B)(4) (bard manager in marketing) and to one of their executive vp's about a month ago. Never received a response from either. I even referenced the "file or case" numbers related to my faulty catheters. I would say they have about 10 managers & vp's for every 10 workers. Reference reports mw5119509, mw5119510, mw5119512.